Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the extension tube disconnected from the injector with a unspecified bd phaseal injector. The following information was provided by the initial reporter: (1 of 3 complaints) when I went to circle prime the patient's rituxan on 9/9, the tubing became disconnected from the luer lock tubing to the injector of the phaseal. Rituxan dripped out of the bag, necessitating a spill clean up. Patient's phaseal also became disconnected twice from the injector/connector piece on 2 separate dates, so the tubing and phaseal had been changed. Last happened 9/12. Today (9/13) the phaseal has been taped together so it will not continue coming apart. This malfunction did not result in spill.